Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one leaflet and remained attached to the other leaflet which required an additional mitraclip procedure for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue, reducing the mr to 3. The second clip was implanted and the mr was reduced to 2. After deployment, the second clip partially detached from the posterior leaflet, then fully detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. No further clips were implanted, and the procedure was discontinued. An additional mitraclip procedure was performed on (B)(6) 2016 for stabilization of the slda clip. The mr grade was 3. Two clips were implanted. Echocardiography showed a reduction of color, but mr remained at 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, etc.) Which contributed to the slda; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.